Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Reportedly, customer loaded cold insulin into the cartridge and customer was not performing the proper air removal techniques. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.